Manufacturer narrative:
Additional information was received on september 28, 2021. Explant was performed on (B)(6) 2021. The event date was clarified to be (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on november 10, 2021. The explant date was clarified to be (B)(6) 2021. The impacted product was received by the failure analysis lab on (B)(6) 2021. Additional information was received on november 26, 2021. In addition to the right sided deflation reported initially, the patient also experienced left sided ptosis. Replacement with allergan implants was performed with explant. The investigation of the impacted product was completed by the failure analysis lab on november 30, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The following statements were added to the device evaluation summary based on additional information received: a breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine-needle aspiration if the cyst is large or uncomfortable. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation with a mentor smooth round high profile 420cc saline prosthesis experienced spontaneous right sided deflation post procedure. The deflation was confirmed through ultrasound and mammography. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On december 14, 2021 mentor became aware that the presence of bilateral breast cysts and right sided device migration was erroneously omitted from the supplemental report submitted on december 3, 2021. This report relates to the right prosthesis. See 1645337-2021-14145 for contralateral prosthesis report.